Manufacturer narrative:
Evaluation, results: (root cause undetermined); component/subassembly failure (detached balloon component). Evaluation, results: (root cause undetermined). Conclusions: (root cause undetermined); conclusion not yet available (evaluation in progress). (B)(4).

Event description:
Physician intended to treat a mildly tortuous and mildly calcified lesion exhibiting 80% stenosis with a sprinter legend rx balloon dilatation catheter. The device was removed from the packaging, inspected and prepped without issue. It was reported that the device was placed at the lesion and negatively prepped. The balloon was about to be inflated when contrast was noted to be leaking at the proximal shaft of the balloon. It is reported that the balloon had come apart at the proximal shaft and the hub section was not connected to the rest of the device. The device was immediately removed and another balloon and a stent were used to treat the lesion. Patient is reported to be fine and there were no reported patient complications.

Manufacturer narrative:
Evaluation: conclusion - device failure directly contributed to event. (B)(4)

Event description:
Evaluation summary: the strain relief and luer were detached from the remainder of the catheter. The glue ports in the luer appeared to be completely filled. There was no evidence of damage to the edge of the strain relief. There was no evidence of damage to the end of the hypotube. Residue was visible at the proximal end of the hypotube. There was residue visible 1.95cm distal to the proximal end of the hypotube. It was not possible to insert the hypotube into the fillet of glue inside the luer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.